Event description:
It was reported that an increased number of mode switches occurred in response to atrial high rate episodes. It was also noted that there was an increase in ventricular high rate episodes. The right atrial (ra) lead and right ventricular (rv) lead had oversensing and noise. In addition the ra lead showed ffrw oversensing. Additional testing was recommended and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2012; vedr01 pacemaker, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness and there were pacing pauses on the right ventricular (rv) lead. Insulation damage was noted on the rv lead and it was suspected that the rv and atrial leads were rubbing or being crushed together. The sensitivity values were reprogrammed, and the rv lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.